Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary - the device was not returned for evaluation. The device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A patient reported an intraocular lens (iol) with plaque buildup on the back of lens after implantation. The patient was treated twice with yag laser, however it did not help. The patient continues to experience distorted vision. Additional information was requested.